Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Post-procedural complications of excessive drainage are known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of post complication of excessive abdominal drainage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2025 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy on (B)(6) 2025. In (B)(6) 2025 the patient was hospitalized for stoma site pain and unspecified peg / j tube issues in which no further information was available. Additional information was received on 30 may 2025 from a nurse who reported that the patient was admitted to a hospital on (B)(6) 2025 for an unspecified peg/j complication and underwent surgery to have a drain placed for abdominal collection and underwent a re-site of the peg / j tubing. The patient was transferred to ICU department post operatively. On (B)(6) 2025, the patient was transferred to a rehab hospital for rehab/ recovery. The nurse reported that the patient had heavy exudation from peg/j stoma site which was covered with a colostomy bag. The nurse was unable to provide any further information and any treatment information for the patient. On (B)(6) 2025 additional information was received from a nurse consultant who reported that the patient was at home and initially underwent a naso-jejunal phase in (B)(6) 2025. The naso-jejunal phase went well with no issues but experienced unspecified complications with the peg/ j tube in (B)(6) 2025. The patient was back to her usual self and doing well motorically. No further information was available.